Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (battery not recognized by charger) has been confirmed. As received, the battery would not charge on the charger but did power up a monitor. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
A (B)(6) old male patient's wife contacted zoll customer support to report that the patient's battery pack was not being recognized by the charger. The patient was issued a replacement battery pack.